Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 05/23/2025, it was reported by a sales representative via phone that an ar-7715 ucl internal brace implant systems rend handle of the tap became disassociated from the metal portion. This occurred during an elbow ucl repair on (B)(6) 2024, where no fragments were left in the patient. The case was completed using another ar-7715 ucl internal brace implant.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.